Event description:
It was reported that post a drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and a myocardial infarction occurred.

Event description:
It was further reported that in (B)(6) 2006, the patient presented with unstable angina and a myocardial infarction. A 3.0x16mm taxus express2 stent was deployed in the left anterior descending artery (lad) across the diagonal at 16atms for 30 seconds. A 2.0mm balloon was then taken to high pressure through the stent to dilate the ostium of the diagonal. A good result was obtained with timi 3 flow throughout. It was noted that the lad may be a bit under dilated at the stent site as the physician was trying to preserve the diagonal branch. In (B)(6) 2007, the patient presented with severe chest pain radiating down both arms with associated shortness of breath, sweating, nausea, diaphoresis and an st elevated myocardial infarction. The patient was taken to the catheterization lab and thrombosis was found in the taxus express2 stent in the lad. The lad was 70% irregular and hazy. Access was obtained via the right femoral artery. Thrombectomy was performed with an aspiration catheter and then the lesion was predilated with a 3.0x15mm maverick balloon at 12atms for 30 seconds and 8atms for 40 seconds. A 2.5x14mm non bsc bare metal stent was then deployed in the mid lad at 12atms for 30 seconds. The stent was overlapped with a 3.0x18mm non bsc bare metal stent in the proximal lad which was deployed at 14atms for 30 seconds. The 3.0mm stent delivery balloon was then used to post dilate the overlapped segment at 6atms for 20 seconds. The proximal stent was post dilated with a 3.25x10mm non bsc balloon at 16atms for 30 seconds and 16atms for 20 seconds. Final angiography revealed 0% residual stenosis and timi 3 flow.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Manufacturer narrative:
(B)(4).